Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that his mother is receiving a no delivery alarm during manual prime. Advised customer that the insulin pump is working as designed. Customer called back to report no delivery alarms again. Nothing further reported.